Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.037.013; lot: l168210; manufacturing site: haegendorf; release to warehouse date: november 24, 2016. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Flow: device interaction/functional visual inspection: the tfna aiming arm was received at us cq with no defect found. The device was visually inspected and there is little wear to the device. Functional test: the locking clip was able to be attached to the aiming arm and clips in with no issues. The buttress nut locks into the locking clip when is threaded onto the guide sleeve and by itself. However, the guide sleeve will only go through the aiming arm about a quarter of its length to where the buttress nut gets stuck. Without the interaction of the buttress nut and the guide sleeve, the guide sleeve by itself is able to go through the aiming arm through its entire length. Dimensional inspection: dimensional analysis was not performed as there was no defect found on the device. Document/specification review: the following drawing(s) was reviewed; aiming arm tfna 130 degree ¿ asm - oblique review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Conclusion: the complaint condition is not confirmed as the device tfna aiming arm was received with no defects found. When all of the devices are assembled the received condition agrees with the reported condition and the complaint can be replicated; however, the condition is related to the buttress/compression nut and blade/screw guide sleeve. There is no defect observed with the aiming arm, therefore the complaint is not confirmed for this device. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ethnicity is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2018. During the procedure, the buttress nut would not release from the aiming arm of the trochanteric fixation nail advanced (tfna) instruments. Following insertion of the helical blade implant, the surgeon had to tap the back end of the buttress nut to disengage it from the locking clip within the aiming arm. In doing so, the buttress nut got stuck on the threaded sleeve upon removal of these instruments due to scarring of the threads during the extraction process. It was noted that there were four (4) specific instruments involved in the extraction process. There was no patient consequence reported. The patient outcome and any surgical delay were unknown. This report is for a 130 deg aiming arm. This is report 4 of 4 for (B)(4).